Event description:
Revision surgery - the pt's hip dislocated. The pt originally had djo head and stem, and the rest of the components belonged to smith and nephew. The surgeon removed and replaced our head, and revised to a smith and nephew liner.